Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implantable cardioverter defibrillator (ICD) implant procedure, this patient developed a hematoma. Surgical intervention successfully removed the hematoma. This device system remains in service. No additional adverse patient effects were reported.